Event description:
It was reported that patients ipg was no longer holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible ipg.